Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues bringing his blood glucose level down. His blood glucose level was around 450 mg/dl to 500 mg/dl. The customer's blood glucose level was running high. The device was not returned.